Event description:
A pt (age and gender unknown) underwent a therapeutic ercp for treatment. The clincian has stated that the cutting wire of the ultratome xl broke during the sphincterotomy. The procedure was completed successfully with another of the same device. There was no report of death, serious injury or mistreatment associated with this event. The pt tolerated the procedure well. Pt condition was noted to be fine.